Manufacturer narrative:
(B)(4). Ulnar component plasma sprayed size 4 75 mm length right cat: 00840002407 lot: 63480682. Humeral screw kit 2 humeral screws cat: 00840009000 lot: 63610436. Articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize cat: 00840009400 lot: 63419001. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient underwent to right total elbow arthroplasty. Subsequently, the patient is experiencing severe pain, discomfort and unable to lift arm. The radiographic assessment revealed an ulnar component loosening at the six and nine month follow ups. The radiographic assessment further revealed a humeral loosening at the nine month follow up. Progression of loosening with risk of periprosthetic fracture reported during 3-year follow up for both humeral and ulnar components. A revision procedure has been indicated but not yet scheduled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a hinged right elbow arthroplasty is present. There is extensive osteolysis along both the humeral and ulnar implants with implant loosening and displacement. The humeral implant extends through the humeral diaphysis and there is borderline extrusion of the ulnar implant through the ulnar diaphysis. Bone quality is markedly osteopenic. No displaced fracture is present. There is extra-osseous radio-opaque cement. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.